Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was returned in two pieces and there was blood on the device. Device analysis revealed during microscopic and tactile examination that there were numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a full separation at the collar/proximal location. Microscopic examination revealed ptfe fully pulled out from the collar. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter shaft detachment occurred. Vascular access was obtained via the radial artery. The concentric, de novo lesion was located in the non-tortuous proximal right coronary artery (rca). A guidezilla¿ guide extension catheter was used to help treat the lesion. Following angiography, a non bsc stent was intended to be implanted at the target lesion; however, a plaque pushed the stent from its planned location proximally, a bit distal to the sinus node. Dilatation of the non bsc stent was then performed. The physician inserted the guidezilla¿ guide extension catheter through the guide catheter to provide better support but resistance was encountered while advancing. The physician removed the guidezilla¿ guide extension catheter, again encountering resistance, and it was noticed that the catheter shaft was detached from the hypotube. The procedure was not completed. No patient complications were reported and the patient's status is stable.